Event description:
It was reported via repair work order that the footend was stuck elevated due to number 2 harness malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.